Event description:
It was reported that during a lap gastric bypass, the device could not be connected to the anvil. A new device was used and the ancillary trocar broke. There was no adverse patient consequence.